Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. As of (B)(6) 2022, additional information received stating that the patient had long term chronic smoker. Had attempted spacer placement during brachytherapy, was aborted and gel never placed. Developed infection possibly due to procedure-related instrumentation. Was diverted, later colostomy reversed. Patient doing well. Quit smoking.

Manufacturer narrative:
Correction: block b5 (describe event or problem) block b7 (other relevant history) block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. As of february 2, 2022, additional information received stating that the patient had long term chronic smoker. Had attempted spacer placement during brachytherapy, was aborted and gel never placed. Developed infection possibly due to procedure-related instrumentation. Was diverted, later colostomy reversed. Patient doing well. Quit smoking. Additional information received on february 2, 2022. The patient possibly developed an infection concurrent with a multiple myeloma diagnosis and multiple instrumentation. The patient received trimodality therapy including, brachytherapy ,androgen deprivation therapy, and external beam radiation therapy. The patient was diverted and is currently on a therapy for cancer.

Manufacturer narrative:
Additional information received on 2feb2022 update on the following field: block b5:describe event or problem. Block h6: ar-patient code: infection. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6)2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.